Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was unknown. Customer required assistance from partner to treat bg level via a glucagon injection. Subsequently, customer's bg rose to 600 mg/dl. Bg was addressed via consumption of fluids. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. During troubleshooting with tandem technical support, the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.